Manufacturer narrative:
(B)(4), the technician found a faulty single board computer (sbc). He replaced the sbc and coin cell battery. Ventiilator calibrations were performed and it passed all applicable tests. The operational ventilator was then returned to the customer.

Event description:
It was reported that during maintenance, the ventilator touch screen was not responding after boot up. There was no reported patient involvement. There is no reported death or serious injury associated with this event.